Event description:
It was reported that the pt's condition deteriorated several days after implantation of the valve. Following explantation, an attempt was made to flush the device but it was not patent.